Event description:
It was reported that after implant of the device, the patient had a hematoma that required extra hospitalization, local compression, and intravenous vancomicin to prevent infection. It was further reported that the hematoma disappeared in the first month. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.